Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the cable became detached from the motor device. During the pre-repair diagnostics assessment, it was determined that the cable/cord/wiring was damaged. It was further determined that the hose, motor, and the control unit were defective. It was observed that there was liquid damage to the device. It was further determined that the device failed for check for loctite and cable assessments, cutter lock assessment, handpiece temperature assessment, hand control assessment and for noise assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.